Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the sample was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable low results for 1 patient tested for elecsys ft4 IV on a cobas e801 analytical unit when compared to a siemens (clia) analyzer. 2. Patient age range: 41 years old. 3. Patient weight range: asku. 4. Patient sex breakdown: female. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: since the sample was not provided, the cause of the event could not be determined. Product labeling states "each laboratory should investigate the transferability of the expected values to its own patient population and if necessary, determine its own reference ranges." A general reagent issue can be excluded. The investigation did not identify a product problem. 2. Summary of follow up/corrective actions taken: the sample was not provided for investigation.